Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's boyfriend that the patient was dizzy and started to fall down. The patient couldn't walk straight so the patient's boyfriend took the patient to the emergency room (ER). They then found out their blood sugar was 441 mg/dl. The pod was worn for more than 48 hours on the abdomen. The patient also had a cough so they gave the patient a prescription to take home. The patient was in the emergency room for three hours during the time. They were treated with intravenous therapy with fluids. The pod was thrown away.